Manufacturer narrative:
G5:510(k)#: k102985 b4:(B)(6)2021 the remote service engineer reported that the customer declined philips support. It is unknown whether the battery was replaced by the customer. No other anomalies were reported.

Event description:
The customer reported a ventilator experienced a power fault. The device was evaluated by the customer and a philips remote service engineer (rse). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.